Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer received questionable low results for multiple assays. The customer ran controls and noticed the results were too low. The customer then replaced all the sample and reagent probes but the problem remained. The field service representative found the head on one of the black pulley wheels was broken and the rope was running outside the wheel. After replacing the pulley wheel, the system worked correctly. The customer repeated two patient samples and the results were different. Data was provided for one patient. The initial ldl result was 0.00 mmol/l. The repeat result on (B)(6) 2016 was 3.61mmol/l. The initial result had been reported outside the laboratory. The customer did not receive any complaints about the patient results. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided.